Event description:
Received from voice of customer survey (voc): briefly share with us the main reason(s) you have decided to stay with in-center dialysis. I tried the at home dialysis but kept going back to the hospital for my catheter (not a fresenius product) in my stomach because it kept getting clogged up by fibers. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).